Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Alleged failure: optiikka sumea - hankittu 6 kk sitten. Google translate: blurred optics - purchased 6 months ago the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be misaligned inner lenses. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.